Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 503mg/dl. Customer indicated that high blood glucose happened 4 days ago and was treated with the pump. Troubleshooting found that there were air bubbles in the tubing and advised customer how to push them out of the tubing. Customer declined further high blood glucose troubleshooting due to not having the time to do so. No further details given.